Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient expired. The cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time. Related manufacturer reference number: 2938836-2019-04320. Related manufacturer reference number: 2938836-2019-04321.